Manufacturer narrative:
A ge svc rep representative performed an on site investigation. The battery pack was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9900 sys would not boot up. No pt injury was reported.